Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health care professional reported that the lap-band system was "faulty" and had to be removed and would be returned for evaluation. It was implanted three years ago. No further details available at this time as to how the device is "faulty". A product field note was provided the facility for additional information along with a return kit. Follow-up findings: the pfn was included with the explanted device and the event was noted as, "loss of restriction - 2 years ago, band replacement." The previous apl lap-band system was replaced with another of the same size and style.